Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: d314drg ICD, implanted: (B)(6)2012; 4574-53 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead had high impedance with spikes in the impedance trend and oversensing with non-physiologic non-sustained episodes. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.